Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system needed to be restaged during disaster recovery. The technical support specialist used knowledge article "restage an es device" to extract the inventory. The database was backed up, but the team was unable to remove controlled substances from the station. The tss then used knowledge article "disaster recovery procedure for medstation es" to unload the storage space from the server. The customer then deleted the device from the server and recreated it. The database at the station was dropped, and a full sync was performed to link the device to the newly created name on the server. Finally, the storage space configuration and inventory were sent to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system device needed to be restaged during disaster recovery. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.